Event description:
Hospital records forwarded by coroner indicated that the patient had experienced clonidine overdose approximately 8 months prior to expiration. In 2005 the pump was refilled with an "unintentionally higher dose of clonidine that intended; morphine was in the intrathecal drug mixture in, the pump, as well. The patient was admitted in 2005 with intermittent hallucinations, sleepiness and confusion. The patient was hospitalized for approximately 3 weeks, during which time medication adjustments were made. The patient was on numerous medications including lexapro, zelnorm, oral dilaudid and topamax at discharge. Clinic records from 2006, indicate that the patient continued to experience fatigue, fevers, stomaches aches, distraction, constipation, increased pain and parasthesias. The patient had requested a referral to neurology for further evaluation. The patient subsequently expired in his sleep (previously reported on manufacturer's report #: 6000030200600994).